Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed kinks in the posterior needle and push mandrel. The reported device did not feel right could not be replicated in a testing environment; however, is likely related to the noted device damage. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment determined that the issue is potentially related to manufacturing. Based on the investigation performed, it was concluded this is an isolated incident and is not indicative of a systemic issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional peripheral vascular procedure. Reportedly, the proglide device did not "feel right". When the proglide plunger was removed the sutures were "all bent up". Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.